Manufacturer narrative:
Product reference (B)(4) is not cleared for sales in the USA, but a similar product is cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch released in march 2021. Investigation: despite our requests, the device was not returned for analysis. No x-rays films or medical reports are currently available. The information received are not sufficient to perform a thorough investigation. No conclusion can be drawn about the root cause. This type of incident is a known potential adverse event of the implantation of access ports. This is a rare incident. No corrective action is envisaged.

Event description:
The catheter detached from the port chamber and had to be removed by angiography. Was already in the antrum. The patient had to be intubated a second time within a short time and had to undergo surgery. The catheter can potentially penetrate further into the heart and cause life-threatening/irreversible damage there.